Manufacturer narrative:
Cause of complaint traced to unintended use of device.

Event description:
Distributor representative states that their customer reported that the syringe will not draw up any product into the plunger. Customer is using botox and dysport.